Manufacturer narrative:
Product analysis: manufacturer's analysis could not reproduced the customer comment that the programmer would overheat, however, it was indicated that an overheat error was indicated in the programmer log file. It was also confirmed that the power cord door and keyboard hinges were broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would overheat and have to be turned off and on a few times in order to save a report to universal serial bus (usb). Also, the power cord door latched and keyboard hinges were broken. The programmer was returned for service. No patient complications have been reported as a result of this event.